Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties and stent damage occured. The 95% stenosed lesion was located in a non tortuous and non calcified right coronary artery (rca). Two 3.5x38mm taxus liberte' stents were placed in the distal and proximal rca. The physician then elected to place a taxus liberte' 3.5x12mm drug eluting stent to cover the gap between the two stents. While attempting to position the stent, it caught on the previously placed stents. The 3.5x12mm taxus liberte' stent was able to be removed "with much difficulty". Upon removal, damage to the stent structs was noted. The procedure was completed with a 3.5x12mm liberte' bare metal stent. The removal difficulty did not affect the placement of the previously implanted stents. No pt complications occurred. Pt status is satisfactory.